Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2016 with the following findings: a review of the pump¿s black box and alarm history showed no alarms outside of normal use. During testing, battery compartment and battery cap were found to be undamaged and able to fit securely the pump. The pump was powered on to the verify screen with audio tones and vibrations functional. The ez-prime steps were performed successfully and pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump to the printed circuit board or the cgm module. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted multiple call service alarms.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.